Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call their son was experiencing low blood glucose levels of 53 mg/dl. The customer's parent stated son has been going low for a past few weeks now. Customer declined to trouble shoot for low blood glucose levels. The insulin pump will not be returned for analysis.